Event description:
The devise was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.